Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020, the patient presented to the emergency department (ed) with swelling and pain at the pump site/surgical sites. A computed tomography (CT) scan (unsure if with or without contrast) revealed a large collection of fluid at the pump site. On (B)(6) 2020, the patient was scheduled for surgical revision of the pocket as well as a revision of the catheter. When both the pump pocket and the lumbar incision were incised, copious amounts of fluid were evacuate. Both wounds were irrigated. Both wounds were surgically revised without revising the device. On (B)(6) 2020, fluid was evacuated from the site. On (B)(6) 2020, the patient had persistent pain and swelling at the site. It was noted the patient's headache resolved. On (B)(6) 2020, there was persistent swelling at the abdominal site. On (B)(6) 2020, examination revealed the abdominal site had healed. It was noted there was a large seroma (csf) at the site on (B)(6) 2020. It was noted they were unable to aspirate to keep catheter intact. The patient was started on prophylactic antibiotics (bactrim and clindamycin). On (B)(6) 2020, examination revealed the wound was healing slowly. On (B)(6) 2021, it was noted there was persistent fluid. The event resulted in in-patient hospitalization. The outcome of the event (pump pocket seroma) resolved without sequelae on (B)(6) 2020. The outcome of the event (positional head/csf leak) was unresolved at time of study exit/death/study closure. Additional information received from a healthcare professional (hcp) via a clinical study reported the patient passed away on (B)(6) 2021, due to pancreatic cancer. It was noted the patient's death was not related to device, procedure, or therapy. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8782, serial/lot #: (B)(4), ubd: 15-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient who was receiving hydromorphone and bupivacaine via an implantable pump for cancer pain and malignant pain. It was indicated that on (B)(6) 2020 the patient reported a headache, positional in nature, two days post pump and catheter implant. The headache improved when supine. The patient was advised to take fioricet, increase fluid intake, and to wear the abdominal binder. Fioricet was administered on (B)(6) 2020. On (B)(6) 2020 the headaches with nausea was persistent but improving. The patient continued fioricet. The patient also reported pain at the pump site on (B)(6) 2020 and examination revealed a significant pump pocket seroma. On (B)(6) 2020 the headaches were managed with fioricet. On (B)(6) 2020 the headaches were controlled with fioricet. On (B)(6) 2020 they had aspirated 90 ml of fluid from new lumbar site seroma, noted as likely partially csf. It was however also reported that they aspirated 340 ml of fluid from the site on (B)(6) 2020. The patient was advised wear the abdominal binder and to apply and maintain compression over the site. The event was ongoing. The device diagnosis was noted as having been not applicable and the clinical diagnosis was positional headache/csf leak and pump pocket seroma. The patient had pain at the pump site on (B)(6) 2020. Regarding etiology of the positional headache/csf leak, the relationship of the event to the device or therapy was not related and the relationship of the event to the implant procedure was related. The event was ongoing. The patient¿s weight was measured at baseline. No further patient complications have been reported as a result of this event. Additional information received from an hcp via a clinical study indicated that the clinical diagnosis was updated to "suspected csf leak." Additional information received from an hcp via a clinical study indicated that the patient presented to the emergency department (ed) on (B)(6) 2020 with worsening pain. The hcp was notified that the catheter had migrated to t7. On (B)(6) 2020 the catheter was repositioned to t3 and a new connector was added. The event resulted in in-patient hospitalization and an emergency room visit. The catheter migration was resolved without sequelae on (B)(6) 2020. The etiology indicated the catheter dislodgement was related to the device/therapy and was not related to the implant procedure.